Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2011-05610. The pt received his scs system on (B)(6) 2010 including a paddle lead and an ipg. It was reported the pt experienced a sudden loss of stimulation while seated. When he activated the stimulation it turned off again. He could only feel the stimulation when he bent over at a 45 degree angle, or when he pressed directly on the ipg. Otherwise, no stimulation was felt. A diagnostic check revealed contact 8 exhibited high impedance. The issue was resolved via reprogramming.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.